Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that part of a bd syringe luer slip was deformed. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that part of a bd¿ syringe luer slip was deformed. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
1 ¿ not confirmed: bd was not able to confirm/ reproduce the incident in question. 2 - samples/ photos analysis: samples were not received to analysis. 3 - DHR review: it was verified the batch record and the manufacturing date for this batch was march 8th to 13th, 2018. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; 4 - qn review: no quality notification (qn) that could related to defect were observed. 5 - maintenance review: no maintenance record related to the defect was observed. 6 - conclusion: it was performed the DHR, quality notification and maintenance analysis and no occurrence potentially related to the defect was observed. It was not received samples or photos from customer was to analysis. The probable cause for the defect is related to material jam at syringes assembly machine, causing the stopper defective, allowing the damage product flow of the process investigation conclusion: material jam at syringes assembly machine.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that part of a bd syringe luer slip was deformed. There was no report of exposure, injury or medical intervention.